Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspect of dislodgement and possible loss of capture. Far field r-wave (ffrw) oversensing was also noted on atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2018, it was additionally reported that the lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspect of dislodgement and possible loss of capture. Far field r-wave (ffrw) oversensing was also noted on atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.